Event description:
It was reported that the patient was unable to adjust stimulation. The display showed the "call your doctor" icon. The device was in an out of regulation (oor) condition, which started on (B)(6) 2013 after she had surgery on her parathyroid. The oor and "call your doctor" was also reported by a company representative. Impedances were within normal ranges. The patient was able to adjust the stimulation using their patient programmer. It was further reported that the patient had "bovie" (electrocautery) during the parathyroid surgery. The system was off, however, during the surgery. It was speculated that this may have been the cause of the oor. No interventions occurred. The patient was noted to be doing fine and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# v855431, implanted: (B)(6) 2012. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3888-33, lot# v855431, implanted: (B)(6) 2012. Product type: lead: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).